Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site to inspect the instrument. The cse replaced the r1 arm and energized the instrument. No smoke was seen. The cse performed r1 alignments and replaced the r1 meter syringe home sensor. The cse ran system check, which passed. The cse resolved the leaking tubing and cleaned the step motor. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer observed smoke or mist emitting from the reagent 1 arm probe (r1) area on the dimension exl with lm instrument, while the customer was troubleshooting the "reagent 1 probe cannot find home" error in reagent management system (rms). The customer also indicated that liquid was dripping from the reagent 1 probe tubing onto the step motor. The customer powered off the instrument and the smoke stopped. There were no injuries requiring medical attention or intervention due to this event. There was no known impact on patient treatment or care and no alleged patient harm.